Event description:
As reported by an edwards austria affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia transcatheter heart valve, while connecting the loader to the esheath+, a kink was observed proximal to the partially expandable portion of the esheath+. When the physician attempted to retract the delivery system, the unexpandable part of the esheath+ detached from the esheath+ handle. No unusual push force was noted. The system was successfully removed, and a new esheath+ was placed. The valve was subsequently implanted without further complication. As per received device, no kink observed in the 16fr esheath+.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the esheath hub was separated from sheath shaft. The liner was lifted 3.5cm in length from strain relief. The remaining liner was unexpanded and tip unopened. The remaining strain relief material was observed within the hub housing, but no hdpe material visible in the sheath hub. There was adhesive present along the inner circumference of the sheath housing hub. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for system components separates during use was confirmed based on evaluation of the returned device. Review of the device history record, lot history, and manufacturing mitigations/controls showed no indication of a specific non-conformance contributing to the reported complaint. Per evaluation of the returned device, the sheath hub was received separated from the sheath shaft. The observed failure mode is similar to the previously identified failure documented and assessed in a product risk assessment which was re-escalated and a CAPA has been initiated to further investigate the issue and identify any potential root causes. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.